Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent proxi thrombectomy system. Visual inspection of the male connector with the female luer revealed no damage or irregularity in the connector. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the system stopped during aspiration. The target lesion was located in the iliac vein. The physician selected a angiojet solent for use. The catheter was primed and the procedure was started. During aspiration the catheter suddenly stopped and the physician received a check saline supply error code. They tried multiple times to get the catheter to work but were not successful. The procedure was completed with a new catheter and it worked fine. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the system stopped during aspiration. The target lesion was located in the iliac vein. The physician selected a angiojet solent for use. The catheter was primed and the procedure was started. During aspiration the catheter suddenly stopped and the physician received a check saline supply error code. They tried multiple times to get the catheter to work but were not successful. The procedure was completed with a new catheter and it worked fine. No patient complications were reported and the patient status was fine.